Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 549 mg/dl. It was stated that the customer had been taking different medication that may have contributed to the elevated blood glucose levels. It was also stated that the customer had not delivered a bolus with the insulin pump for two days. The customer's last infusion set change was two days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller was unable to complete the troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.